Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached properly alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. It was found that the downstream occlusion sensor was not operating as intended/nonreactive. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.